Event description:
Revision surgery - x-ray revealed the original shell had become more vertical causing the pt pain and discomfort. Once the original shell and liner were taken out the new shell and liner were both placed without problems. With the 56mm shell the xalt liner; xalt 40mm head and +3.5mm sleeve were used. The surgeon then trailed the mp 9 liner which worked well in the shell. We took the original modular neck out of the stem and it was a 35mm 8 degree neck. The doctor stated, he wanted to stick with the same size neck. The incision gave the doctor plenty of room to work and also there was neither impingement nor soft tissue in the stem or in the way of the placement of the implants. When fitting the 35mm 8 degree trial, the doctor struggled. It was stated that there should not be struggle so he tried the old modular neck and fit perfectly (slid right into place). Once he placed the old modular neck, he tried to place the xalt 40mm head and +3.5mm sleeve on the modular neck (original) and it did not fit. Since the xalt 40mm head and +3.5mm sleeve did not fit the original modular neck, we had to use the original head (28mm) which in turn made us change the liner to 5mm offset hooded liner.